Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead was part of a system revision due to infection and erosion. The patient was given oral antibiotics and surgical intervention was performed to reposition the system, which remains implanted and in service. No additional adverse patient effects were reported.